Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10 mg/ml at an unknown dose) and marcaine (20 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when she went in for her pump refill yesterday ((B)(6) 2019), they removed ¿26 ml¿ or ¿26%¿ and they told her only ¿2¿ should have been taken out. She stated that she wasn¿t really sure what the hcp (healthcare professional) said all she knew was that she had extra medication left over and the doctor told her it was because she wasn¿t using her boluses and she should be using her boluses. The patient stated that she used her boluses, so she wanted to call in to make sure she knew how to properly use her ptm (personal therapy manager). The process was reviewed with the patient. The patient then stated that she normally did that but pressed the bolus button down and held it. It was reviewed that pressing and releasing the button was all that was necessary and not to hold the button. The successful versus bolus denied screens were also reviewed after which the patient stated that she currently did not have a bolus available to deliver during the call. The patient¿s next appointment with her hcp was on (B)(6) 2019. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that during the refill appointment on (B)(6)2019 the healthcare provider (hcp) thought the personal therapy manager (ptm) was not working correctly due to the volume discrepancy that occurred. The caller stated that when she requests a bolus the device displays a check mark indicating that the bolus was delivered; she thinks something has been wrong with the pump for the past few months. It was noted that the patient has had some discomfort at the pump site since implant. The caller stated that she had fallen 50 times due to an issue with an oral medication (gabapentin) that she was no longer taking. The caller was advised to keep track of her bolus requests to compare with the pump reports during her next appointment on (B)(6)2020. No further complications have been reported as a result of this event.